Event description:
Received a report from a consumer indicating on several occasions with one particular box of tampons, she experienced a piece of the pledget separating during removal of the tampon. Consumer advised she would then used a pad, and the piece would expel on its own a short time later. Consumer further advised, she has used this brand before without incident. No injury reported.

Manufacturer narrative:
We have requested and await the consumer's return of product for evaluation and date code info for investigation.